Event description:
User received discrepant phosphorus results for one patient sample. Initial result 17.9 mg/dl. User states their lis system caught this high result and they decided to repeat the sample. Repeat result 4.6 mg/dl. Initial result was not reported. The field service rep determined there was a bad r2 probe and replaced and adjusted it. Performance tests were performed which were within specification.